Event description:
It was reported that this lead was an attempted implant into the left bundle branch but the capture threshold measurements were inadequate, so it was removed and when examined it found tissue was stuck on its helix. Afterwards, the helix would not stay retracted with it instead staying fully extended, so it was opted to implant a new lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was an attempted implant into the left bundle branch but the capture threshold measurements were inadequate, so it was removed and when examined it found tissue was stuck on its helix. Afterwards, the helix would not stay retracted with it instead staying fully extended, so it was opted to implant a new lead instead. No additional adverse patient effects were reported. The device has been returned and analyzed.